Manufacturer narrative:
Section a4: patient weight: during processing of this incident, further information regarding weight was requested but not received.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that following an unrelated surgery, patient's lumbar ipg was unable to communicate and was found to be inoperable. Ipg was not placed into surgery mode prior to the procedure. Troubleshooting by company representative was unable to resolve the issue. As a result, surgical intervention may take place at a later date to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.